Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve occluded the following information was received by the initial reporter with the following verbatim: it was reported by customer that the valve seems to be clogged.

Manufacturer narrative:
Investigation results: it was reported that there was a blockage. Two pictures were taken by the customer that do not verify the customer complaint. No sample was returned, therefore, no further investigation can be performed. A device history record review for model 2000e lot number 24045687 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.